Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The reagent expiration date is 31-mar-2026. The calibration was acceptable. The qc was out of range the day before and the day of the event. Repeat measurements performed on both days were within range. The field service representative performed checks and adjustments (blank cell nozzle height and gear pump pressure), replaced the diaphragms, replaced the probe tubing and the reagent probe, and performed successful tests. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The analyzer's serial number is (B)(6) the investigation is ongoing.

Event description:
There was an allegation of questionable urea/bun results for 1 patient sample on a cobas 6000 c (501) module. The initial result was 8.6 mmol/l. The sample was repeated on another module, and the result was 13.2 mmol/l. The repeated result was believed to be correct. The sample was repeated because qc failed.